Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high, out of range defibrillation impedance, decreased r-wave and noise reversion. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.